Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine follow up. Upon device interrogation it was noted that the right ventricular (rv) lead exhibited high capture thresholds and variations with r-wave amplitude. It was observed that the lead had dislodged. The lead was explanted and replaced on (B)(6) 2020. The patient was in stable condition.